Event description:
The customer reported that their acuity wireless network was down. This resulted in a loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported events. Note: the customer did not provide any pt info.